Event description:
On 1/6/2022, it was reported by a sales representative via email that an ar-9349-18 humeral head did not seat properly in the trunion. After several failed attempts, surgeon opened another implant and it seated correctly. Case was completed successfully without further issues. This was discovered during a procedure on (B)(6) 2021. Additional information received 1/6/2022 this was discovered during a primary total shoulder procedure. Surgeon was able to complete the procedure using an eclipse stem, humeral head and vaultlock glenoid without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, visual and functional evaluation with an ar-9301-45cpc trunion did not reveal any abnormality.